Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported that the customer¿s blood glucose last night was 82mg/dl and woke up and it was 500mg/dl. The customer took insulin with syringe the second time. The customer stated that they had been having high blood glucose in the 300mg/dl range. Patient's blood glucose at time of incident was in the range between 300mg/dl to 500mg/dl. Patient's current blood glucose was 87mg/dl. The customer felt like was going to pass out last night. The customer reported they do not have a back-up plan available. The customer treated for high blood glucose with insulin and syringes. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as blood glucose was going high. Customer stated the drive support cap appeared normal (slightly indented). The pump also alarmed off no power. The customer reported low blood glucose related to infusion set. The customer was wearing the pump at time of hospitalization. The insulin pump will be returned for analysis.